Manufacturer narrative:
A getinge service territory manager (stm) performed scheduled preventative maintenance (pm) on the iabp unit at a later date. Although no repair information was received in regards to the reported issue, the iabp unit has been confirmed to be cleared for clinical use and returned to the customer after the pm service was performed.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.